Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2020 product type catheter product ID 8598a serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 01-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 1216.6 mcg/day), bupivacaine (19.8 mg/ml at 12.045 mg/day), and hydromorphone (9.4 mg/ml at 5.7182 mg/day) via an implanted pump. The patient¿s medical history included frequent falls due to difficulty walking from leg weakness, but they had not had falls in the last year. It was reported that the patient had increased pain. A catheter dye study was done on (B)(6) 2025, and it was determined that the catheter had moved/migrated from t7 to t9. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient also expressed an interest in a pump pocket revision due to the current pump placement being uncomfortable and painful due to significant weight loss. The patient was then scheduled for a pump pocket revision and a catheter revision. During the procedure, the pump and the spinal segment of the catheter were replaced. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.